Event description:
It was reported to philips that the device requires complete service. There was no patient involvement.

Event description:
It was reported to philips that the device requires complete service. There was no patient involvement. One battery pca was returned for failure analysis. Based on the lab visual inspection, the reported customer allegation was verified. There was no evidence of damaged pins, but it was noted j3, j5, and j6 had significant amounts of contamination.